Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had not recharged on used his scs system in approximately 4 years. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. The patient reported effective stimulation coverage postoperative and the reported issue is now resolved.